Manufacturer narrative:
H10: the device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not arrived at the manufacturing facility for evaluation to date. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that during a procedure to implant a vena cava filter, via the femoral, the filter would not completely deploy. The arms deployed, but the legs were stuck in the sheath. The filter was retrieved, via the jugular, and a different vena cava filter was implanted in the patient. No injury to the patient.